Event description:
Boston scientific received information that the right ventricular (rv) lead was exhibiting high pacing impedance measurements greater than 2,000 ohms. Additional information received from the local area sales representative indicated the physician chose not to bring the patient in for evaluation. No adverse patient effects were reported as a result of this clinical observation. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.